Event description:
The complainant has reported that a pt underwent a therapeutic endoscopic procedure for treatment. The ultraflex tracheobronchial stent could not be deployed as the deployment suture broke. Another of the same device was successfully placed. The pt did not sustain any ill effect or complication as a result of the deployment issue. The procedure was reported to be successful. The pt condition was noted to be fine.

Manufacturer narrative:
This device has not been received by this manufacturer. An evaluation had not yet been performed. Therefore, a failure analysis is not available and we are unable to determine if the device met its specs. We are unable to determine the relationship between this device and the cause for this event at this time.